Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the hospital after receiving inappropriate shocks. Physician believes shocks were caused by ec of the riata lead. Low pacing impedance and noise was observed on the lead. Lead remains implanted and a new lead was implanted. No further information available.